Event description:
It was reported that the touchscreen was timing off sooner than expected. There was no reported adverse impact to customer¿s blood glucose level. Additional information was not provided. Multiple follow ups were made to obtain additional information, however a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned